Manufacturer narrative:
Additional information: b5, d1, d4, d9, d10: concomitant product (update "piggy back tubing"), e1, g1, g4: PMA/510k #, h3, h6 (update codes), h11. B5: update "unspecified access set" to "secondary medication set". H11: the device was received for evaluation spiked to a non-baxter adapter and vial. A visual inspection was performed using the unaided eye and all baxter-controlled components were observed to be correctly assembled and within specification; no visible defects, damage, or abnormalities were noted. Pressure and clear passage testing was performed and no leaks, air bubbles, or material defects were observed on the baxter secondary set or baxter-controlled components. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had leakage at the connection point. This occurred during patient infusion with azithromycin (abx) prior to "cs" (cesarean section). The issue was further described as, an adapter was used to connect the abx to an unspecified 250 ml bag and applied piggyback tubing to connect to the primary tubing. However, a leak was observed at the connection point, resulting in leakage from all around the area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.